Event description:
User experiencing discrepant calcium results over a period of 3 days. The following data was provided, results in mg/dl, results listed as initial/repeat: erroneous results were reported, patients not adversely affected. The field service representative determined the high concentration was valve and bottle were clogged and cleaned the bottle and valve. Performance tests were performed and within specification.